Manufacturer narrative:
Correction to g2 to add the foreign country france. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the distal end cap cover and the bending section rubber glue were worn out, there was insufficient angulation, and the biopsy channel was deteriorated. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device."

Event description:
Olympus (B)(4) was informed by the user facility that after a microbiological routine control on this evis exera iii gastrointestinal videoscope, the user facility detected an unexpected contamination. The microbiological analysis report indicated the air/water channel of the scope was cultured and tested positive for klebsiella pneumoniae. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause. The scope has been returned to the regional repair center.

Manufacturer narrative:
The reporter¿s contact, occupation and health profession are unknown at this time. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. In addition, a review of the customer¿s cds checklist confirmed there were no patient infections. The endoscope washer-de-infector (edl) has also been checked. The steps taken during pretreatment of the scope are to suction water from the channels and channel ring. The air/water channel , auxiliary channel, balloon anal and anal erector are flushed. The customer uses aniosyme x3 detergent. The brushing points are the anal operator /suction, port of the operating channel, balloon channel, distal and the area around erector. A coarse swab was used for manual cleaning. Lde treatment performed with alby infineed sterile surgical brush, medical scope cleaner poka leisure appellan a, poka leisure aperriand b edc olympus. The scope maintenance is performed by olympus. The scope is stored in a 4 m single storage cabinet without a drying function. The cabinet has vertical suspension with horizonal storage. The device evaluation has not yet been completed. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.